Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified medication via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal y-site of the primary tubing set for piggyback delivery of unspecified medication. The primary solution container was hung lower than the secondary solution container. The customer contact reported that after the delivery was started, no flow of solution was noted. It was reported that the secondary tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.